Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service, customer acknowledged the lancing device had been damaged or otherwise stressed, but did not elaborate. The date of manufacture is unknown.

Event description:
Customer reported that due to his adc lancing device not firing he could not test. He further reported that on (B)(6) 2011 at 12:00 pm as he was walking back from his car, due to his lancing device not working, he could not test and subsequently experienced symptoms of "weakness" and was "sweaty". He further reported he experienced a loss of consciousness which resulted in a fall. Customer's neighbor called paramedics who transported him to a local (B)(6)'s administration facility. At the va, a reading of 40 mg/dl was received on the hospital's blood glucose meter and customer was diagnosed with hypoglycemia. Customer could not remember what treatment he received at the hospital, nor could he recall if he had attempted to self-treat in any way, but noted he was hospitalized for two days. There was no report of death or permanent injury associated with this event.